Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was replaced for prophylactic reasons. This product was involved in an advisory notice.